Manufacturer narrative:
Investigation initiated manufacturer's investigation, review DHR inspect returned samples. Distribution history the complaint product was assembled and purchased from vaupell and used in cooper surgical work order (B)(4). Manufacturing record review DHR-cti-1015p - 291757 was reviewed and no non-conformities, related to the complaint condition were noted. Incoming inspection review incoming inspection for the thru-trocar, 10/12mm carter thomason ii product was performed 5/22/2020, as noted above, was found not to exhibit any related non-conformities. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt the complaint product was returned to coopersurgical. Visual evaluation thru-trocar, 10/12mm carter thomason ii product was returned and visually verified. Visual evaluation of the complaint product was performed and found that one half of the sonically welded body halves was broken or split. Thus, confirming the reported event. Refer to the attached email photos. Functional evaluation functional evaluation was not able to be performed du to the state of returned affected thru-trocar, 10/12mm carter thomason ii product. Root cause definitive root cause is indeterminable, but obvious damage is an indicator of user error or of the device being used in a contra indicated manner. Attempts to replicate the reported event were unsuccessful as the trocar yielded and folded, rather than snapping and breaking as evidenced in the returned complaint sample. Corrective actions coopersurgical will continue to monitor this complaint condition for trends. Was the complaint confirmed? Yes.

Event description:
Report stated: " reported as surgeon was using towards end of procedure, noted that the device broke in half. Per staff and surgeon, all pieces were removed from the patient". Cti-1015p c-t ii port closure 10 15 e-complaint (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition .

Event description:
Report forwarded by distributor on behalf of end-user - incident report : cat # cti-1015p, lot # 291757, (B)(6). Reported as surgeon was using towards end of procedure, noted that the device broke in half. Per staff and surgeon, all pieces were removed from the patient. Reported 9-9-20 by surgical staff. 09.26.20- updated with complaint form completed by distributor, additional info- provided, surgeon noted occurrence took place at end of procedure while she was manipulating the ctii during port closure a crack was noted and promptly removed, the patient was examined for any missing pieces but appeared to be a clean break and no pieces per additional information -before relinquishing device, the customer is requesting results of investigation and specifically what details of investigation would be provided to them. (B)(4). Lc port closure carter- cti-1015p-kit (B)(4).